Event description:
Received info through a sanofi sales rep, concerning a pt, who is in an unsponsored study of hyalgan (sodium hyaluronate) for "osteoarthritis of the thumb" and may have experienced a "possible mi". No further info is available at this time. Follow-up info may 2001: spoke with nurse who stated that the pt had pre-existing angina. Pt received shots of hyalgan twice, one and eight days before event - no lot number was available. Pt was due for third shot of hyalgan. During the week, 4 days before event, the pt experienced chest pains and went to a local hospital (not specified). Pt was transferred to medical center. A catheterization was done the next day which showed no blockages and pt was discharged home. The consensus of the physicians was that the pt's chest pains were not related to hyalgan. Add'l info was received from the physician's office in 2002: the pt has a history of degenerative joint disease exertional angina since 1993 and increased cholesterol; not on any medication. Pt was in their usual state until they developed "6/10" substernal chest pressure, non-radiating. Pt was doing nothing at the time and the pain lasted approx 30 minutes. The same type of pain recurred the following day and the pt went to the hospital for evaluation. Pt was started on heparin and aggrastat drips and ruled out for myocardial infarction. Pt drips were discontinued. Pt noted that since 1993 they have had external substernal chest pain consisting of a twinge, which usually lasted for minutes and resolved spontaneously, approx two times per week. The sensation pt presented with on this occasion was different. Pt had a persantine thallium stress test in 2000, which showed a small distal inferolateral reversible defect, preserved wall motion and an injection fraction of 69%. During the hospitalization, pt underwent a cardiac catheterization, which revealed normal coronary arteries. Pt was discharged in stable condition, pt has been seen in follow-up and was still stable. Pt is being treated elsewhere for anxiety. Physician noted on medwatch that hyalgan was "not really suspected to be related.